Event description:
It was reported that during an unknown laparoscopic procedure, the device caused insufflation issues. Issue was noticed with the camera port. No other information is available at this time. It is unknown how case was completed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was provided: torque applied the complaint could not be confirmed, because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.